Event description:
It is reported that the pt was revised due to a left side femoral component being implanted in the right knee.

Manufacturer narrative:
This report will be amended when our investigation is complete.